Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, the device was found in back-up mode and exhibited no pacing.